Manufacturer narrative:
The reported field event of stripped set screw was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Event description:
It was reported that during lead repositioning procedure, upon attaching the leads to the existing device, the set screw was stripped and the rv lead couldn't be set down in the device. The device was explanted and replaced. The procedure went well and the patient was stable.